Manufacturer narrative:
Four denali mi screws broke close to 24 months post-op. They were all the same lot the shafts left in the patient. Physician performed the revision with competitor manufacturer hardware. The patient was a heavyset male. Three of the four subject denali screws were retained by patient; the denali screw and the set screw found loose at revision time, were sent to the outside lab for testing evaluation: macroscopic, microscopic, micro hardness and chemical evaluations. The subject denali screw was manufactured in december 2011. The set screw was manufactured in march or april of 2012. The manufacturing and inspection records were reviewed and no discrepancies were found. K2m inc will file a follow-up report once the results of the laboratory evaluations are available.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation and evaluation has been completed. Upon visual, microscopic, chemical evaluation of the subject part(s), it was found that the screws were fractured due to unidirectional bending fatigue. The set screw likely backed out after the screw(s) fractured due to the compromised construct. A review of all applicable material, inspection, and manufacturing records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. A review of all applicable risk related documents revealed that k2m addresses alleged screw fracture concerns raised in this complaint, therefore no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary. A review of the surgical technique guide and IFU are accurate and available to the surgeon - no edits are deemed necessary based on the information provided in regards to this event.

Event description:
Patient was revised due to four denali mi screws of the same lot broke close to 24 months post-op. One set screw was loose.